Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocars leaked after being inserted in the eye during a procedure. The trocars were replaced and the procedure was complete with no harm to the patient. The product sample was not retained. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation. A review of the related device history records indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).